Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm then disconnected from the device without removing the cassette. This occurred during last fill of peritoneal dialysis therapy. The technical services representative (tsr) assisted the patient to remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.